Event description:
It was reported that the pt was fitted with a new catheter and 24 hours later suffered a hematoma described as a perforation of the bladder. The pt had surgery to repair the bladder. No other info was provided.

Manufacturer narrative:
The lot number of the catheter is unknown. Covidien has requested that if available the catheter be returned for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned and/or the lot number becomes available, a follow up report will be submitted. It is not known if the catheter used was pre-tested prior to use. The manufacturer's directions for use states under: cautions: the recommended balloon inflation volume (3cc or 5cc) is printed on the product. In the case of a 5cc balloon, the balloon will withstand some over inflation, however the absolute maximum acceptable inflation will be reached with 10cc of water. A 3cc balloon must not be inflated beyond the recommended 3cc volume. Expert clinical judgment should be exercised in the selection of the appropriate size catheter. Puncture of the funnel connector wall could result in leakage. Therefore, aspirating urine through the, funnel connector wall with needles should be avoided. The manufacturer's directions for use states under: instructions for use: do not use if package has been opened or damaged. Follow currently accepted aseptic technique throughout for pt preparation and catheter care. Carefully remove the sterile mon-a-therm foley catheter with temperature sensor from its protective package. Lubricate the catheter with a suitable water soluble lubricant. Insert using accepted medical technique. Be sure the catheter is draining properly before inflating balloon. To inflate balloon, insert a luer tip syringe filled with sterile water into the valve. Depress the plunger. The recommended balloon inflation volume is printed on the device. In the case of a 5cc balloon, the balloon will withstand some over inflation, however the absolute maximum acceptable inflation will be reached with 10cc of water. A 3cc balloon must not be inflated beyond the recommended 3cc volume. The valve will seal when the syringe tip is withdrawn. Attach drainage tubing and bag. Secure the catheter and drainage tubing in place using accepted medical technique. They should be secured without tension on the meatus/catheter junction. Connect the appropriate reusable cable. To do this, insert the sensor connector into the mating receptacle at the end of the cable until it is firmly seated. The connectors are keyed by shape.